Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer's blood glucose was unknown at the time of hospitalization. The customer did experienced the symptoms such as vomiting. Customer was in emergency room as a result of high blood glucose. The customer was treated by bolus with manual syringes. Troubleshooting was done for high blood glucose. Customer treated with intravenous in hospital but not sure if it was insulin or fluid. Customer states the drive support cap appears normal. Customer reported that the insulin exited at quick release. The insulin pump will not be returned for analysis.